Manufacturer narrative:
The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure modes is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting resistance during delivery system insertion or advancement through the sheath with the s3u/s3ur valve configuration have not been linked to device malfunctions or manufacturing nonconformances. Historically, root causes for these events have been associated with multiple contributing factors, including patient conditions (vascular and nonvascular), procedural variables, and use related variability (e.g., technique, user error). These factors often interact and compound, potentially resulting in secondary device failures such as valve frame damage or compromised sheath and delivery system components as well as secondary complications affecting the delivery system. Notably, these secondary failures or complications are also not considered device malfunctions or manufacturing nonconformances, as they arise from the same complex interplay of external factors rather than inherent product defects. The reported event for inability to advance through sheath has been confirmed based on the information available to date. Any updates or additional findings will be submitted in accordance with FDA reporting requirements. It is possible that one or more of the patient/procedural factors listed above (access vessel calcification, tortuosity, undersized vessel diameters, steep angle of insertion) may have been present during the procedure. However, due to insufficient information, a definitive root cause is unable to be determined. The reported event for sheath liner torn and liner punctured has been confirmed based on the information available to date. Any updates or additional findings will be submitted in accordance with FDA reporting requirements. Available information suggests that procedural factors (device manipulation) likely contributed to the event. High push forces exerted to overcome resistance in challenging anatomy can compromise sheath integrity, resulting in punctures. Forceful device maneuvers can damage the sheath components in direct contact with rigid anatomical features (e.g. Sharp calcium nodules). When combined with noncoaxial advancement trajectories (rendered through anatomical complexities, steep angles and or manual device misalignments), these forces can further exacerbate damage to the liner particularly when interacting with crimped valve struts. Resistance compounded by high push force and challenging anatomy can result in the distal end of the delivery system puncturing and exiting through the side of the sheath, leading in exposed valve within the patient's vasculature. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a right transfemoral tavr procedure with a 26mm sapien 3 ultra resilia valve, heavy resistance was met during insertion of the 26mm commander delivery system into the 14fr esheath+, and the devices were stuck in the blue portion of the esheath+. Flouro revealed part of the crimped valve outside the side of the esheath+. Pulled valve back into sheath as much as possible and then removed entire system and sheath together as a unit. The patient was in stable condition. The devices were discarded. Upon removal of the device, the liner was observed to be torn, and the valve frame was damaged. Per report, the expansion tool was used, and the loader was able to be fully inserted into the sheath housing.